Manufacturer narrative:
The report from the field indicated that a pt was undergoing stenting with an 18x60 palmaz genesis aviator in the left renal artery for renal stenosis. It was noted that the markers were not in line with the stent. The reporter later stated that the moved markers had been noticed pre-use, during prepping, and the event was therefore, not reportable. When the proeuct was returned for analysis, however, it was revealed that the product had been used in the pt and that the distal tip of the catheter had separated. The following is an analysis on the returned product: clinical impression: a male pt was undergoing stent placement in the left renal artery for renal stenosis using an 18x60 palmaz genesis aviator. As the stent was being advanced to the site, it appeared that the stent and the balloon were coming off the stent delivery system. The entire system was removed without harm to the pt. The product will be returned. The safety and effectiveness of the palmaz genesis transhepatic billary stent for use in the vascular system has not been established. It is indicated for palliation of malignant neoplasms in the biliary tree. With the info available, it is not possible to determine the relationship between the device and the event. However, procedural factors may have had an impact. Review of the mfg route sheets revealed no anomalies that can be associated with the reported complaint. No other complaints have been reported for this lot number to date. Visual analysis: a non sterile palmaz genesis aviator catheter was returned inside a plastic bag. The stent was still in place of the balloon. The tip section of the catheter was broken off. Microscopic analysis: sem analysis (scanning electron microscopy) of the separated tip was performed. It was reported that as the stent was being advanced, it appeared that the stent and the balloon were coming off the sds. Conclusion: the palmaz genesis aviator was returned with the tip separated. Sem (scanning electron microscopy) analysis of the black tip cross-sectional surfaces revealed no evidence of material deformation which may be an indication that the surface area may have experienced a weak or poor bond between the two materials during the fusing process. The exact cause for the "markers to have moved distally from the stend/balloon and tip separation" were not determined. No corrective action will be requested at this time. No other complaints have been reported for this catalog number to date (9/18/04). However, this type of complaint will be monitored for a trend to see if action is necessary.

Event description:
Catheter tip separation.